Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked. Customer's blood glucose at time of incident was 8.4mmol/l. Customer was advised to try new reservoir with the current set. Customer was to verify the connection is secure. Customer was advised to manually push plunger and verify insulin exits the tubing. Customer stated the pump alarmed insulin flow blocked with fill tubing. Customer was advised the pump will need to be replaced. Customer was advised to revert to backup plan and treat.